Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending artery. A 8mm x 2.75mm nc quantum apex was used to dilate the target lesion. During inflation, the balloon ruptured at 18 atmospheres. The procedure was completed with another with same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
The nc quantum apex catheter was received with a nc quantum apex shelf box. There was blood in the hub and contrast in the inflation lumen. Magnified inspection revealed a 9mm longitudinal tear in the balloon wall. The distal end of the balloon was bunched. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending artery. A 8mm x 2.75mm nc quantum apex was used to dilate the target lesion. During inflation, the balloon ruptured at 18 atmospheres. The procedure was completed with another of the same device same device. No patient complications were reported and patient's status was good.